Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with top and bottom cases in an excellent condition and no visible contamination. Event log history was performed and indicated that primary audible alarm background test was found in history and acu watchdog failure was also found in history as sympathy alarm to primary alarm. During analysis, the customer's reported problem was unable to duplicated. Service fully seated and re-glued j9 connector using all three mating surfaces on both sides of the j9 connection to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited watchdog failure. No adverse effects were reported.